Manufacturer narrative:
Corrected data: product UDI: updated to (B)(4).

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of issues breathing and sensitive spot-on nose. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report the device is captured as rep device. After review it was determined that device is under recall. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging issues breathing and sensitive spot on the nose. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box-d: product brand name, model number and catalogue item identifier are corrected. In box-h: h6, remedial action and recall-z number has been updated.